Event description:
Colling of a p-comm aneurysm with wide neck, measured approximately 10mm. It was reported physician delivered an n-3-4-t18-so as 11th coil and needed to reposition the coil due to the coil loop age at the neck of the aneurysm. Upon repositioning the coil stretched and broke, with over 1/2 of the coil hanging out of the aneurysm and into the parent artery. Physician was then utilized microvena snare and able to retrieved about 1cm of the broken coil and the rest was trapped by the stent. No complications were reported to have occurred with the patient as a result of this event.